Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button cover was observed to be detached from the pump and moisture damage was observed around the bolus button contact. A missing bolus button cover will allow contamination to permeate the button contact, negatively effecting button function. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all keypad buttons were unresponsive when pressed. There was no mention of symptoms or medical treatment received as a result of the alleged keypad issue. At the time of troubleshooting, the patient reported that the alleged issue began after the subject meter was dropped in the toilet. There was no reported patient impact associated with this complaint. However this complaint is being reported because the alleged keypad issue remained unresolved.